Manufacturer narrative:
(B)(4). Batch # unk. The lot / batch was not provided; therefore, a manufacturing record evaluation could not be performed. The device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an open distal gastrectomy, the firing knob was broken off on the way of the second firing on the gastric body. A forceps was used to push the broken proximal part of the knob to continue the firing. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The surgeon commented that she twisted the firing knob a little at the firing. No further information is available.